Manufacturer narrative:
No conclusion code available; the reported field events of noise and high impedance were confirmed in the laboratory. The device was tested on the bench and an unstable signal was noted. The cause of the instability of the signal was an anomalous capacitor connection on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a crt-upgrade procedure, the new device exhibited high impedances on all channels after the leads were inserted into the device. In addition, noise was visible in the channels and no markers were present. As a result, the device was replaced which resolved the issue. No patient symptoms were reported.